Event description:
The customer reported that the system locked up with an interlock failure during a case. The system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connecters were reseated during the service call. The system was tested and found to be working as intended and put back into service.